Manufacturer narrative:
The device was used for an off-label indication. The indication the device was used for was ezw. (B)(4).

Event description:
The consumer reported that the implant was for bladder incontinence. The device never worked. The device was supposed to stimulate both sides but it never stimulated on the right side. She only felt stimulation on the left side. Therefore, the patient never had therapeutic success with it that she had hoped for. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the patient ended up having the implantable neurostimulator (ins) taken out on (B)(6)-2016 because of problems.